Event description:
It was reported that during patient infusion of levophed 24 mcg/min with an unknown access set, the patient experienced hypotension, reported as¿ the blood pressure dropped without apparent reason¿. The levophed was increased to 65 mcg/min before the pump alarmed upstream occlusion and there was a delay of 17 minutes before detecting the upstream occlusion. The tubing was slightly ¿kinked¿ before entering the pump, once repositioned the pump began to infuse ¿well again¿. According to the reporter, drops were visible despite the occlusion, but after increasing the flow rate it was noticed that the number of drops did not increase sufficiently with respect to the flow rate required, ¿a partial occlusion". The clamp was properly opened and there were no issues with the tubing. Once resolved, the blood pressure increased drastically. No additional information is available.

Manufacturer narrative:
The reported product is an unknown access set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.